Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient's mother contacted dexcom on (B)(6) 2016 to report that the receiver displayed err270 on (B)(6) 2016. The patient's mother did not report injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was received for evaluation. A visual inspection was performed and no defects were found. The receive would not boot up. The receiver case was opened and an interior inspection found moisture damage. The reported event of an error icon displayed could not be confirmed due to the condition of the device. A root cause could not be determined.